Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was 350 mg/dl. The customer reported that they received a motor error alarm during and was recurring. The customer was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Unable to perform the a21 error test, occlusion test, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked battery tube threads, missing end cap sticker, minor scratched lcd window, and scratched reservoir tube window.